Event description:
According to copies of medical records rec'd from the initial rptr, pt was admitted to the hosp for replacement of bjork-shiley mitral heart valve due to mitral stenosis. During surgery, pt also had a tricuspid annuloplasty and repair of an atrial septal defect done. The pt survived surgery and was discharged home. According to the copy of the operative report, on inspection of the valve, "there was in-growth of tissue which seemed to be impeding the movement of the disc".